Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from a cvc kit. No definite signs-of-use were observed. The swg cap and the advancer tubing were not returned for analysis. Visual examination of the returned swg confirmed the guide wire is kinked near the distal end. This section would not be protected if the straightener tube and end cap were to become dislodged during shipping, indicating that the guide wire may have been damaged during shipment. The distal j-bend was intact. Both welds appeared spherical and fully formed. The kink in the guide wire measured 42mm from the distal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .810mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The undamaged portions of the returned wire guide was passed through the distal lumen of the catheter. Minimal resistance was observed. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "prior to use read all package insert warnings, precautions, and instructions. Failure to do so may result in severe patient injury or death". The IFU also states "do not use if package is damaged". The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire had one kink in its body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the portion of the guide wire that kinked would have been located inside the guide wire advancer tubing, protecting it from damage. As the advancer tubing and the cap were not returned for analysis, it is being assumed that they fell off during transit. Therefore, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "md was preparing the procedure and checked the product. But md found that swg (spring wire guide) was bent. Md judged it as a defective product and used new kit". The reported defect was identified prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "medical doctor was preparing the procedure and checked the product. But md found that swg (spring wire guide) was bent. Md judged it as a defective product and used new kit". The reported defect was identified prior to patient use.